Manufacturer narrative:
One device was returned for analysis. Review of the event history log showed a cassette not attached properly alarm. A functional test was performed and the reported issue was not duplicated. The cause of the reported issue was unknown. As a result, the device was updated. A device history record (DHR) review was conducted which indicated all inspections were completed and no issues were noted during manufacture.

Manufacturer narrative:
B3 - month and year are known, day is unknown. Investigation including root cause analysis is in progress. A supplemental MDR will be filed as necessary in accordance with 21 cfr 803.56 when additional information becomes available.

Event description:
It was reported that the device is alarming, "cassette not attached properly. Reattach cassette." No patient involvement.